Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse confirmed the issue in the error log but was not able to reproduce the error on site. The fse rechecked the hybrid cup alignments then cleaned and lubricated the sensors and motor guide rods. The fse replaced the slave 5-6 board and ran cup transfer macro and quality control. All results were within acceptable range. All errors cleared and the aia-2000 instrument was operational. No further actions were required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from (B)(6) 2017 through (B)(6) 2018. There were two similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manuel appendix 4: error messages is as follows: the (4273) hybrid cup transfer z-axis home overrun cause : the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause for the reported event was the defective slave 5-6 board.

Event description:
A customer reported error 4273 hybrid cup transfer z-axis home overrun on the aia-2000 instrument. The customer did not identify any obstructions or jams. The customer was unable to run patient samples on an afp tumor marker. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Updated results and conclusions. Updated information: slave board # 022209 was returned to tosoh's instrument service center (isc) for testing. Observation of the board found that there was no shipping damage. Isc installed the slave board on an aia-2000 for testing. The instrument was turned on, a daily check was run, and isc ran a precision test. The slave board passed all of the testing. Isc could not duplicate the failure. The part was discarded.